Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella 5.5 with smart assist for use during cardiogenic shock instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, a high purge pressure alarm was encountered. No spikes in motor current were observed and no abnormalities or kinks were noted. The purge cassette was replaced; however, the issue remained. Medical information for tpa-lyse was provided to the physician and support continued uninterrupted. The following day low pump flow was experienced and no volume was given. The impella 5.5 device was explanted and thrombus was discovered on the inlet. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation has been completed. The pump was returned for investigation. The data log was only available until 29-may-2050. The returned pump had a cut catheter; therefore, no investigation was performed on the low pump flow. Thrombus was noted on the inlet cage. The motor side of the cut pump was tested for purge pressure using controlled manual syringe pressure. The purge was able to exit from the purge gap at normal purge pressure limits, justifying the absence of biomaterial in the purge gap. According to the clinical details, lysis therapy successfully resolved the high purge pressure issue. The cause of the high purge pressure issue was not determined without data log review. The cause of the low pump flow issue was not determined without data log review. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. H6 medica device problem code was inadvertently omitted on the initial manufacturer device report number.